Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported event was likely due to wear and tear. However, since the device was not returned a definitive root cause of the reported issue could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction. Correction h6: type of investigation of the supplemental report to remove "3331 - analysis of production records."

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrical insulation from the subject device is damaged and leads to unintended thermal damage during activation. The procedure was completed using the same device. The issue occurred during a total laparoscopic hysterectomy (tlh) procedure. There were no reports of patient or user harm associated with this event.